Manufacturer narrative:
Corrected data, upon further review, it was realized that the event should not have been reported since the patient had a history of radial keratotomy (rk) procedure which would require a different lens power to be calculated/used and as reported event was not due to the lens product problem or malfunction. Therefore, the event is no longer reportable and no further information will be provided under this manufacturer report number (B)(4).all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Phone number: (B)(6). Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was status post (s/p) radial keratotomy (rk) & laser vision correction (lvc), underwent an intraocular lens (iol) explant on the right eye due to poor post-op result. The patient¿s symptom was noticed 1-day post operation. A replacement lens of different model and diopter, zcu225 (+20.0 d) was used. There was no patient injury reported. The patient outcome post-op was reported to be 20/40 at 1-day po still following. No further information was provided.